Manufacturer narrative:
One 8.5f fast-cath introducer sheath was received for evaluation. The sheath hemostasis cap inside diameter measurement was within specifications and no anomalies were noted when a dilator from current inventory was inserted. Functional testing determined a leak was noted in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seal were microscopically inspected. Tearing, resulting in a hole, was noted in the in the distal face of the seal. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported insertion difficulty and torn seal and subsequent leak remains unknown. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis. UDI information (d4) and 510k (g3) are not provided within this report as this product (model g406986) is an ous configuration not available in the us and is therefore not referenced in the gudid database.

Event description:
During an atrial fibrillation procedure, it was difficult to insert the non-abbott octaray (j&j) mapping catheter. Afterwards, it was confirmed that the hemostasis valve was physically damaged. The introducer was replaced, and the procedure was completed with no adverse consequences to the patient.